Event description:
During surgery, the stapler was placed to close the vaginal cuff. The stapler would then not release. The physician had to remove the stapler by cutting below the suture line and then re-suture by hand.